Event description:
A pt was skin tested on the forearm in 1988, by the physician. Pt has had approximately 3-4 treatments per year since then. The date of the treatment that produced a necrosis was in 2000. Pt was injected with 1.0cc of collagen with half injected in the forehead above the glabella and the rest injected in the nasolabial folds. On 6 march 2000, pt was seen in the physician's office after pt phoned to report seeing some blanching in the forehead. The physician noted that pt had erythematous area about 1.5cm in diameter just above the glabella, and a scab was forming. Md prescribed oral cipro and topical bactroban ointment and the pt had already begun to use vitamin e cream topically. The physician saw pt again on 15 mar 2000. The area had sloughed and was looking depressed and very pink. Md continued the bactroban treatment. The pt felt compelled to seek an immediate solution to the residual depression and consulted a plastic surgeon. The plastic surgeon advised pt to wait for the scar to mature. On 14 apr 2000 and 28 apr 2000, the scar was looking better, but still was a little pink. The physician used 0.2ml of collagen on those two dates to partially correct the scar. On 18 may 2000, md used 0.2ml of collagen to correct the depressed scar and md felt it looked good. On 9 june 2000, the area was still slightly depressed with no pinkness.